Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the cable due to unexpected stress on the cable caused by the user's handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Intermittent noise was present on the image due to a faulty cable unit. In addition, kinks were found in the cable.

Event description:
A user facility reported to olympus that the image was "black" and could not be clearly seen. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.